Event description:
Patient with history of cardiac arrest and recent choledocholithiasis was admitted for a endoscopic retrograde cholangiopancreatography, sphincterotomy, stone removal and stent replacement. Boston scientific extractor" pro rx retrieval balloon catheter was difficult to inflate. Once it did inflate, it lost air. The extractor" pro rx retrieval balloon catheter was removed without known harm to the patient, and another device was used for procedure. Upon examination, it was observed that the catheter above the balloon had a slit and was defective.